Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a shock in the middle of the night following the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electorde. Upon interrogation it was noted the shock was due to oversensing of noise. The noise was not reproduced in secondary vector. The s-ICD was reprogrammed to primary and a little noise was able to be reproduced when the patient¿s right arm came across. In secondary more noise was seen with the same isometric. It was noted that in primary configuration there was appropriate sensing in supine and upright positions. It was thought that there may be an issue with the setscrew on the s-ICD not being tightened. Ultimately the physician chose to program the s-ICD and electrode to the primary vector, which removes the setscrew from the configuration. No adverse patient effects were reported.